Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that one day following the implant of this transcatheter bioprosthetic valve, the patient expired due to stroke. It is unknown whether an autopsy was performed. The relationship between the valve and the stroke was unable to be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.